Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's inr goal was lowered to 1.5.

Event description:
It was reported that the patient arrived to the clinic on (B)(6) 2021 with complaint of dizziness, near syncope, and melena. The patient's inr was 3.0. The patient was admitted for blood transfusion and observation. The patient received one unit of fresh frozen plasma on (B)(6) 2021. The patient received 3 units of packed red blood cells on (B)(6) 2021. The patient received one unit of packed red blood cells on (B)(6) 2021 and two units of packed red blood cells on (B)(6) 2021. There were 2 units of packed red blood cells transfused on (B)(6) 2021. An esophagogastroduodenoscopy was done on (B)(6) 2021 with no acute bleeding found but still requiring transfusion for hematocrit less than 25. A colonoscopy was done on (B)(6) 2021 with no acute bleeding noted.